Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a client who acquired peritonitis through hospital contamination coincident with dianeal ultrabag therapy. On an unreported date, the patient began dianeal 2.5% ultrabag therapy (dianeal pd-2 peritoneal dialysis solution ultrabag with 2.5% dextrose) (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal therapy was ongoing. On an unreported date, the patient experienced hospital contamination. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was due to hospital contamination on an unreported date. On an unreported date in (B)(6) 2012, the patient began remedial therapy for the peritonitis with vancomycin (1gm ip every four days) and fortum (1gm ip daily).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.